Event description:
A medtronic representative reported that, after an hour into a cranial tumor resection, the surgeon alleged an inaccuracy occurred, 2 centimeters anterior. The surgeon used pointmerge registration and deemed being accurate using navigation at the beginning of the procedure. The inaccuracy was noted when using the microscope probe and passive planer blunt. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic representative reported the navigation system was fully functional. During the procedure navigation was inaccurate by approximately 20 millimeters. By that time the surgeons had already accessed the tumor and proceeded without navigation. A medtronic representative, following-up at the site, reported that immediately after the case, and before they removed the frame and vertek arm from the mayfield/patient's head, quickly tested all of these parts by trying to move/shake all of the connected parts lightly, but did not note that anything was loose/moving. A system check-out was performed with pointmerge using resin head, and with the same frame, passive planar blunt and scope probes, and navigation was found to be accurate. No parts have been returned to manufacturer for analysis. No further issues have been reported.